Manufacturer narrative:
Per the manufacturer's subsidiary, after bypass was completed, the tubing was checked again without blood present and there were scratches noticed on the tubing, but the user did not know when the scratches occurred.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped after 'underspeed' and 'pump jam' messages displayed. The tubing was inspected with no observation of any abnormalities. The tubing was reseated into the pump with no issues for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the arterial roller pump stopped after an 'underspeed' and 'pump jam' message. The tubing was removed and inspected, then reseated in the roller, and the procedure was completed successfully with no delay or blood loss, and no adverse event. After the procedure, the tubing was more closely inspected and found to have several scratch marks on the surface.

Manufacturer narrative:
The reported complaint was confirmed via photographs of the messages. However, multiple diligence attempts for part return were unsuccessful so no further evaluation or root cause analysis could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.